Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed opening assessed as an unidentified tear. Observed a missing piece of shell assessed as inconclusive. Observed an opening assessed as surgical damage. As per the investigation procedure crease fold was observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture confirmed by ultrasound. Device has been explanted and replaced with another manufacturer's device.